Event description:
It was reported that pump displayed malfunction code 14, and customer contacted technical support for assistance. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code appeared again, and caller acknowledged and understood instructions.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.